Event description:
It was reported that after use of the healon endocoat, the patient had raised intraocular pressure (iop) noted on post op day one (1). Corneal edema was also reported day one post op which persisted for five (5) days and resolved with diamox (antibiotic). Medications prescribed post op were predforte, vigamox, and acular. Visual acuity has now improved to best corrected as predicted. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Catalog#: vt585. All pertinent information available to abbott medical optics has been submitted. Placeholder.